Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the hd autoclavable camera head does not collect the image, and that the image is not displayed. There was no procedural delay and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found, during the device evaluation: worn buttons. Based on the results of the investigation, it is not possible, to establish the root cause. Olympus will continue to monitor field performance for this device.